Manufacturer narrative:
Internal file number - (B)(4). The device was initially reported as returning, but has not been returned from the account. The device was not returned for analysis. Factors that may contribute to a broken device and needle to cuff miss include, but are not limited to, high angle of insertion, excessive downward force, and aggressive downward or torsional pressure by operator. Factors that may contribute to entrapment of the device/difficult to remove include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot, and foot not fully parked. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide was placed and was unable to be advanced or retracted after the suture did not catch the cuff despite the footplate being retracted. The device fractured. Vascular surgery was used to remove the device. An unspecified method was used to achieve hemostasis. No additional information was provided.